Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 237 and 160 mg/dl. Tests were done within 10 minutes. Pt cleaning meter incorrectly. No further info has been reported.